Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the device packaging, a guidewire was observed to be fractured (kinked). The issue was identified prior to use, and the device was not introduced to the patient. There was no patient involvement, and no patient injury or adverse health consequences were reported in association with this event.